Manufacturer narrative:
The reason for this complaint to report the surgeon had difficulty with the accuracy of femoral cuts and to document a complaint against the instrument. The healthcare professional indicated there was a significant adverse event to the patient. There was a 20 minute delay in surgery and another suitable device was not available for use. The surgery was completed as intended. The instrument was returned back to its loner set and is still in use; it has not been made available to djo surgical for examination. A review of the device history record (DHR) revealed the product was manufactured to revision level specifications. Based on the released date the instrument may have been in service for over 1 month. A review of the product complaint report history showed that this is the first complaint against this part number. Review of the complaint does not indicate that this instrument has a design or material deficiency. This event is only to document a customer complaint, it is not an event associated with a product failure, malfunction or issue. A root cause was not reported. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required.

Event description:
Revision surgery - due to the surgeon having difficulty with accuracy of femoral cuts, asked to have the cut block inspected.